Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 1905217, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1905217 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "during the preparation at the pharmacy they noticed several times that there is a leakage (cytostatics) at the level of the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ 50ml luer-lok syringe. The following information was provided by the initial reporter, "during the preparation at the pharmacy they noticed several times that there is a leakage (cytostatics) at the level of the plunger."